Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was at 105 mg/dl. The customer stated that they don't think the pump delivered the basal insulin. The customer was assisted with the issue was informed what kind of batteries would work best with the pump. The customer will monitor the pump after switching batteries again and will call back if there were any further issues. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.